Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited loss of capture. The lead was explanted. No patient symptoms were reported. No further information was available at this time.